Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a procedure performed on an unknown date. According to the complainant, during preparation, it was noticed that the needle was stuck in the middle of the gauge. There were no patient complications reported as a result of this event.